Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented for device change-out. Lead was capped and replaced on (B)(6) 2016 due to noise. Patient condition was fine.